Event description:
The complainant alleged that after making a repair to the device their biomed powered up the device and attempted to perform the 200 joule self test. Upon discharging the 200 joules complainant heard a loud pop and smelled burning. Upon receipt of the device at zoll medical, the test technician was able to power-up the device and charge the defibrillator but it would not allow delivery of the charged energy. The complainant indicated there was no pt involvement with this reported malfunction.